Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the required tests. Also, the time was twelve hours off.